Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to the u104 pxa processor on the monitor c/a board. The vcc_core line of the processor was shorted. The root cause for the shorted u104 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to power on.